Event description:
The customer's wife reported a button error alarm during a bolus attempt. The wife also reported that the customer was hospitalized for pneumonia and other lung conditions. While in the hospital, the customer experienced high blood glucose levels. Advised that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces.